Event description:
Patient reports this has been their fourth site change this year, was having a hard time with the adhesive on the cleo sticking. Patient stated that fluid gets under the adhesive, which then requires site change. No issues with current site, last site change (B)(6) 2023. Patient is using duoderm, cleo, and IV 3000 with current site and it is working well so far. No side effects reported. No further information available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes; is the therapy life sustaining? Yes. Reported to (B)(6) by pt/caregiver. Reference reports mw5115179, mw5115180.